Event description:
On an unk date, this pt was treated in an open procedure for pulmonary emboli. This resulted in a pseudo aneurysm in the ascending aorta. On (B)(6) 2010, the pt underwent an endovascular procedure to treat the pseudo aneurysm in the ascending aorta with a aortic extender component. After deployment, the aortic extender component migrated 15-20 mm towards the aortic valve. The pt was then converted to open repair. The pt expired before the end of the procedure due to pre-existing pulmonary complications.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy.